Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination under magnification revealed that the fracture was located at the driver¿s distal tip. Plastic deformation at the hex lobes and torsional shear markings following a circular pattern was observed under magnification. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the driver¿s distal tip becoming broken cannot be positively determined. However, the noted damage suggests that the final tightener driver that was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the driver becoming broken. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the revision surgery reported in (B)(4), when the surgeon inserted l3 right screw after 7.0mm tapping and inserted about 20mm depth, the surgeon recognized that the driver could not tighten the screw, and there was smashing noise. Thus, the surgeon did not use the reported device. The surgeon confirmed that there was no broken fragment remained in the patient¿s body under x-ray. There was no information of the surgical delay. No further information was provided by the hospital.